Event description:
It was reported that the device stated system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified that the device was last serviced 29-jul-2022 for an issue related to ¿syringe port damage. Screen scratched.¿. Visual and functional tests were performed. The customer¿s stated problem was not duplicated, however functional test found error code 112. The most probable cause is due to intermittent motor. In order to correct the issue, the motor was replaced as well as the front/rear housing, housing seal, syringe cap, battery cap, keypad, and rear label. The device has since passed all functional testing.